Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a fracture in their system after a fall. As a result, the lead was explanted and replaced.

Manufacturer narrative:
Correction: section b5 on the initial report should state "it was reported that the patient's lead was fractured. As a result, the lead was explanted and not replaced" instead of what was originally reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.